Manufacturer narrative:
Qn# (B)(4). The returned product sample included a guide wire which was observed to be kinked and bent along its length. The guide wire was measured and tested and found to be within dimensional specification and intact. A review of mfg records did not yield any relevant findings. Based on the condition of the guide wire and the customer's report of difficulty during dilation, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in the micu the physician used the introducer needle to puncture, along with a scalpel to perform a skin nick. He then tried to dilate the puncture site but met with difficulty when inserting the dilator. When the dilator was removed they found the tip of the dilator was split and the dilator was bent. As a result a new kit was opened and used successfully. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence. Upon examination of the returned sample it was noted the guide wire was also kinked. This report is for the malfunction of the guide wire. MDR# 1036844-2015-00081 was previously submitted for the dilator malfunction.